Event description:
It was reported that during a stenting treatment procedure, stent deformation occurred. The target lesion, located in a saphenous vein graft, was treated by implanting the ion stent. An unspecified filter caught on the end of the stent and caused the stent to shorten. Another stent was implanted to press the shortened stent against the vessel wall. There were no further complications reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).